Manufacturer narrative:
Patient information: unk. This product is manufactured in the u.s. But not marketed in the u.s. Product evaluation: rod and rod cap were passed below the iol. The volume of used viscoelastic appears to be enough. The top flange was pushed down correctly. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
Reportedly, as the surgeon was preparing to inject a ks-1 aq2017v intraocular lens diopter +14.0 into the patient's eye, the iol was unable to be implanted. The reporter states that when "when pushed the rod, rod passed over the lens" and the lens was not used. This occurred on (B)(6) 2019. There was no patient contact with this lens.